Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
During a da vinci-assisted surgical procedure, the white part of the tip of the synchroseal instrument reportedly broke off and fell inside the patient. The robotics and thoracic surgery service coordinator, rn stated a white piece broke off the tip of the instrument and was successfully retrieved using a grasper. The fragment detached while the surgeon was dissecting the duodenum. The exact cause of the fragment detachment is unknown. It was confirmed that all fragments were retrieved during the procedure. No additional surgical procedures were required to remove the fragment, and no post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed robotically. Another synchroseal instrument was opened and used to complete the case. There was no injury to the patient, and the patient has not returned to the hospital due to post-surgical complications related to a retained foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was received for failure analysis. Visual inspection found the cut electrode with the white silicone torn at the distal tip. The missing white overmold was not returned. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test on 3 of 3 attempts.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument was received for failure analysis. Visual inspection found the cut electrode with the white silicone torn at the distal tip. The missing white overmold was not returned. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test on 3 of 3 attempts.

Event description:
Refer to h11 for follow-up information.